Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported they were completing treatment and noticed their patient line was not connected to their catheter. There was fluid leaking from the patient line. The patient re-connected before calling customer service. The cycler prompted with a drain complication: please check pl and dl message that occurred in drain 2 of 4 of treatment and after the fluid leak. The patient was connected during the incident. Fluid leaked from the patient line (pl) connector. Fluid was not discovered in the pump module area or on the external of the cassette. The patient cancelled the treatment and was to continue with continuous ambulatory peritoneal dialysis (capd) after speaking to the peritoneal dialysis registered nurse (pdrn). Upon follow-up, the pdrn confirmed the reported event and stated the fluid leak event occurred following the disconnection of the patient line from the pd catheter during treatment. The cause of the disconnection was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient inspected the pl connection and did not find any leaks or damage. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The pdrn confirmed the patient has since continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual sample was returned to the manufacturer for physical evaluation. Complaint product sample from the customer without the original package or label identified. The complaint product sample was disinfected, as the complaint product sample was being disinfected and prepared for analysis, no leak, kink or any damage was found, the set was in the expected condition. The complaint product sample was visually inspected. During the inspection, no problems were found with the product: no damage to the line, no tears on the cassette, nor any other issues were observed. The cassette set was in the expected condition. A functional test was performed on the complaint product sample with the cycler machine. Cycler machine used lc111021. During functional test no air bubbles, alarms, leaks or other issues were detected, after completing the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. The reported event was not confirmed during sample evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported they were completing treatment and noticed their patient line was not connected to their catheter. There was fluid leaking from the patient line. The patient re-connected before calling customer service. The cycler prompted with a drain complication: please check pl and dl message that occurred in drain 2 of 4 of treatment and after the fluid leak. The patient was connected during the incident. Fluid leaked from the patient line (pl) connector. Fluid was not discovered in the pump module area or on the external of the cassette. The patient cancelled the treatment and was to continue with continuous ambulatory peritoneal dialysis (capd) after speaking to the peritoneal dialysis registered nurse (pdrn). Upon follow-up, the pdrn confirmed the reported event and stated the fluid leak event occurred following the disconnection of the patient line from the pd catheter during treatment. The cause of the disconnection was unknown. There was no fluid in or around the cycler and no allegation of device malfunction against the cycler. The pdrn stated the patient inspected the pl connection and did not find any leaks or damage. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The pdrn confirmed the patient has since continued treatment using the cycler and current catheter without further issue and without reoccurrence of the reported event. The pdrn stated the sample was available to be returned to the manufacturer for physical evaluation.